Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, the device got caught in the calcification and the stent became lifted. The procedure was completed with another 3.50 x 28 synergy drug-eluting stent. No patient complications were reported. Synergy ous mr 3.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to the first distal stent row with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is adverse event related to patient condition.